Manufacturer narrative:
The user returned the na-201sx-4021 aspiration needle lot# 01v 07 for evaluation due to ¿does not lock at all.¿ the user¿s complaint was not confirmed. The market quality (mq) engineer performed a visual inspection and was unable to find any issues or abnormalities with the device. Mq tested the aspiration needles with olympus bf test scope and biopsy valve; the aspiration needle was inserted through the biopsy port of the test scope and mq was able to secure the connecting slider onto the biopsy valve with no indication of the aspiration needle device becoming loose. Additionally, the needle from the distal end would withdraw and insert normally and smoothly while the slider was manipulated. There were no problems noted with the slider movement, stylet wire, needle adjuster lever, locking mechanism, sheath adjuster knob and insertion portion sheath. There were no abnormalities or damages noted the aspiration needle.

Event description:
The user facility reported that there was an issue with the device. The aspiration needle does not lock at all. The user stated that the needle locking mechanism was not working. This is considered an out of box failure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the needle adjuster lever could not be locked because the convex part of the needle adjuster lever was deformed and it was difficult to fit in the groove near the scale on the handle.